Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: maghrabi a, abualfaraj m, aljiffry m, jamal w, aljahdli e, habeebullah a, kaaki s, kaaki a. Magnetic sphincter augmentation for gastroesophageal reflux disease: experience from a single center in the middle east. J laparoendosc adv surg tech a. 2026 apr 21:10926429261445262. Doi: 10.1177/10926429261445262. Epub ahead of print. Pmid: 42011658. This retrospective cohort study included 30 consecutive patients who underwent linx placement. Between 2018 and 2024, 20 patients (66.7%) had prior sleeve gastrectomy, while 10 patients (33.3%) were de novo cases. Reported complications are: n=7; postoperative dysphagia, treatment: requiring endoscopic dilation, n=1; postsleeve patient, treatment: laparoscopic device removal for migration after failed dilation. In conclusion, msa appears safe and effective for gerd management in this middle eastern cohort, with outcomes comparable to international reports. Similar results in postsleeve gastrectomy and de novo patients support broader applicability. This series provides valuable regional outcome data.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.